Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the nurse checked the opening and closing of jaws, the jaws could be closed but could not reopen. To resolve the issue, a new reload was used.